Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5v power supply was diagnosed as being defective. A quote was given to the customer. No further repair info is available at this time.

Event description:
The customer reported the system displayed a shut down message and they were unable to use the system. There is no report of pt injury.